Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident.if the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the patient presented arthrofibrosis at the right knee and it was resolved with manipulation under anesthesia.